Event description:
The consumer reported he had the implantable neurostimulator (ins) for major headaches and was still under warranty. Since implant, the patient had trouble getting it to help his symptoms. It had never worked properly, stopped working, stimulation would go away, and now it was totally out. When the stimulation went away, he would call the manufacturer's representative (rep) and they would meet and it would get going again. The rep had adjusted it many times over the years. After the original rep left the company, the patient met with another rep who could not get it going. After the appointment, the patient went home and was able to get it minimally going on which helped him from that time until the last month, when it quit totally. Since then, the patient had been working with the healthcare provider (hcp) and had gotten two epidural shots, but they had not produced results yet. There was a loss of stimulation and return of symptoms. No traumas or falls could have been related to this issue. The patient noted he had x-rays and "all that" which could be related to the issue. In early (B)(6) 2016 it totally stopped working and the patient stopped feeling stimulation. The patient was able to charge the implant, but no stimulation came out of it. Since implant, the ins had not worked properly. However, when it did work it was helping. Relevant medical history included cervical radiculopathy and spinal pain. Prior to getting the ins, the patient had two surgeries on his neck as he had trauma in the neck, headaches and chronic pain in the 5-6-7 and t1 areas . Other than the surgery to implant the ins, he had no other surgeries since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.